Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that the patient is still awaiting hernia repair procedure. The surgeon opines that the cause and contributing factors for the hernia recurrence was that the mesh was not protected with anterior fascia.

Event description:
It was reported that a patient had a hernia repair procedure on (B)(6) 2011 and mesh was used. During a follow up appointment, the surgeon feels the mesh has torn. The patient will require a re-operation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.